Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on august 04, 2023, with lot number 1252699. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening and observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles inside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.